Event description:
It was reported that the patient experienced infection and erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis results: an overall investigation conclusion code of adverse event related to procedure was chosen as the reported adverse most likely occurred during the procedure due to the short implant duration, and the device likely had no influence on the event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Additional product component: model number/catalog number: 72400024 and 72404127. Serial number: null and null. Batch/lot number: 1000085926 and 1000083958. Model/catalog description: balloon fgs 61-70cm and control pump fgs iz.

Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72404127; batch/lot number: 1000085926 and 1000083958; model/catalog description: balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that the patient experienced infection and erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.